Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level of 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced the symptoms related to the high blood glucose was nausea, vomiting, difficulty in breathing. Customer also reported that the insulin pump had motor error. Customer reported that drive support cap appeared normal. Displacement test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms.